Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v239, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer representative needed to input the implantable neurostimulator (ins) time and date for the new ins. It was reviewed that the ins probably had a shipping power on reset (por) due to emi. The issue should be resolved now.